Manufacturer narrative:
D4: updated. D9 - date returned to MFR: 17jun2026 the suspected device was returned for evaluation. The review of event log performed and found that confirming the customer complaint. A review of the available service history identified no previous related repairs within the last 12 months. The functional testing and visual inspection were performed. The customer complaint was confirmed and motor replaced. The probable cause was damaged keypad. The device passed all functional testing after repair.

Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the stepper motor is not advancing. The event occurred during set up. There was no patient involvement.